Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
The device was later explanted and replaced.

Event description:
The patient reported that they felt weak while driving and when trying to pull over, the next thing the patient knew was that they were waking up in a field. The patient also wondered how it would feel to get shocked, and would they feel it if they were passed out. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2009.(B)(4).